Manufacturer narrative:
A. Patient information not provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during routine outpatient management the ventricular assist device (vad) coordinator recognized damages in the outer layer of the patient modular cable. After the modular cable exchange with controller ((B)(6)) exchange, it was not possible to silence the alarms via the alarm button on the patient controller ((B)(6)). Further, several leds did not work anymore and there was a visible and audible red heart alarm. The controller was exchanged with the backup controller. The backup controller worked as intended and the issue was resolved. The patient was currently on (B)(6).